Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens but the haptic partially tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.